Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Although requested, patient demographics not provided.

Event description:
It was reported that the device had a slow flow rate while on a patient and was recalibrated by the facility's biomed department. Then within a few weeks of being recirculated a clinician reported a slow flow rate again. During the facility's biomed testing it was noted that the display had a missing digital read out on the pump. There was no harm.

Manufacturer narrative:
The customer report of a slow infusion rate was not confirmed. Successful rate accuracy and alaris system maintenance testing of pump module was performed and was found to be delivering fluids within specification. Functional testing, and internal/external inspection, performed on the returned pump module found the device to be in good working condition and delivering fluid within specification. Pcu and pcu log files were not received. An analysis of the pump module logs, found the last programmed infusion rate which was 20ml/h on (B)(6) 2019. The customer¿s complaint that the display had a missing digital read out was not confirmed however a dim segment was observed. The root cause was not identified.

Event description:
It was reported that the device had a slow flow rate while on a patient and was recalibrated by the facility's biomed department. Then within a few weeks of being recirculated a clinician reported a slow flow rate again. During the facility's biomed testing it was noted that the display had a missing digital read out on the pump. There was no harm.